Manufacturer narrative:
(B)(4).

Event description:
It was reported the doctor tried to put a cvc in the right subclavian and upon aspiration realized that the needle hub was cracked. A needle was obtained from a dialysis catheter set to insert the cvc as the patient was going to have a dialysis catheter inserted as well. No patient harm reported.

Event description:
It was reported the doctor tried to put a cvc in the right subclavian and upon aspiration realized that the needle hub was cracked. A needle was obtained from a dialysis catheter set to insert the cvc as the patient was going to have a dialysis catheter inserted as well. No patient harm reported.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided three photos for analysis. The photo revealed one large crack in an 18 ga introducer needle hub. The damage is consistent with previous needle hub crack issues. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed by visual inspection of the customer supplied photos. Design likely caused or contributed to this event. A non-conformance was initiated to investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.